Event description:
Spd (sterile processing and distribution) technician observed a black material of unknown origin and composition on the inside wall of the plastic irrigating solution container (plastic bottle). The material was 1 mm x 2 mm roughly elliptical in shape with two small projections extending away from the central mass. The material adhered to the inner wall of the bottle. There was also a slight irregularity in the plastic wall of the bottle. It appeared to be a 9 mm crease in the wall of the bottle ending in at the unknown black material. Examination of other units of the same lot number did not reveal any other similar defects.======================manufacturer response for irrigation solution, baxter sterile water for irrigation (per site reporter)======================left message for representative in product surveillance department.